Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was adjusted and the beam size was checked during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 8800 system had a non-conformity of the x-ray field size. No patient injury was reported.